Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 64 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump had low battery alarm, customer changed the battery and then insert new battery alarm occurred and then display was blank and not came on. Advise the customer to remove the battery and insert the new battery. Customer states the contacts on the battery cap are missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer's outcome pertaining to the complaint. The devise will be returned for analysis.